Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving a shock. Episode review identified the shock was inappropriate due to t-wave oversensing. Previous untreated episodes showed appropriate sensing, with one episode that showed oversensing. It was noted that smartpass has been off for the past four years. The system remains in service and no adverse patient effects were reported.